Event description:
It was reported that the leg section would not lock due to a bent reclining mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.